Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the bone spikes fractured off of the device and was not returned. A piece of a pin was also stuck in one of the fixation holes on the device. The device was manufactured in 2007 and exhibits signs of extensive wear/ usage. The fracture of the bone spike is likely due to stresses in excess of its material properties being applied to the bone spike during use. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that cutting block spike broke off when dr. Was removing the block after one of his cuts. Everything was removed from the patient. No harm to the patient or staff. No procedural delays. A backup device was available.